Event description:
It was reported that a patient underwent a CABG procedure on an unknown date and suture was used. During the procedure, the suture kept breaking in the surgeon's hands and the needle easily detached from the suture. The patient required another procedure due to post-op leakage on anastomosis. The status of the patient following the second procedure was reported as ok. Additional information has been requested.

Manufacturer narrative:
It was reported that the procedure was on 06/03/2015 and re-operation was on 06/04/2015. Conclusion: representative samples were returned for evaluation. They were visually and functionally examined for tensile strength and they met the requirements. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.